Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(4)2014, inratio: 2.6, lab: 1.6. Time between testing: unknown. Therapeutic range: 2.0 - 4.0. Patient self tester is an (B)(6) old post cardiac surgery patient. Port sample was used when testing the inratio test. Patient self tester's mother, (B)(4) was advised that inratio monitor is validated only for finger stick whole blood and not for venous sample. The product is for use on patient's 18 years and older.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, off-label use was identified and cannot be ruled out as a cause for the error experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.